Event description:
Reported blood glucose results of "185 mg/dl" with a lifescan meter and "136 mg/dl" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. The meter was cleaned according to the owner's manual. The pt performed a control solution test, which failed. Based on the nfo provided, there is evidence of a meter malfunction, however, ther is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.